Manufacturer narrative:
An event regarding malposition involving an triathlon baseplate was reported. The event was confirmed. Device evaluation and results: not completed as the device was not returned for evaluation-remains implanted. Medical records received and evaluation: a high posterior tibial slope of 9 degrees in combination with a low tibial bone resection, required for correction of preoperative knee deformity, has contributed to pcl damage with instability in both flexion and extension with the overload condition further increased by obesity and a very high activity level of the patient. It is also noted that the patient presented with a varus deformity of knee prior to arthroplasty requiring a lower than normal tibial bone resection. Device history review: not performed as the lot ID was not provided. Complaint history review: not performed as the lot ID was not provided. It was reported that patient was revised due to instability. The results of the investigation indicate a high posterior tibial slope of 9° (malposition) in combination with a low tibial bone resection, required for correction of preoperative knee deformity, has contributed to pcl damage with instability in both flexion and extension with the overload condition further increased by obesity and a very high activity level of the patient. It is also noted that the patient presented with a varus deformity of knee prior to arthroplasty requiring a lower than normal tibial bone resection. No further investigation is possible at this time. If additional information are received, this investigation will be reopened and re-evaluated. Not available.

Event description:
It was reported that patient complained of instability of knee. The surgeon scheduled a poly exchange to increase the thickness of the insert. Initial insert was removed and revised with a #5 16mm cs insert.